Event description:
Customer reported high blood glucose levels with episodes of dka and was taken to the hospital and treated with IV fluids. After treatment, blood glucose levels stabilized.

Manufacturer narrative:
User's mother was not aware of any pump issues as she had not heard any alarms or alarms from the device. Event not likely to lead to serious injury or death, t: slim user guide instructs users to "routinely check their bg levels at least 4 times daily (optimally 6-8 times daily) in order to detect hyperglycemia and hypoglycemia early." Additionally, t: slim user guide cautions users "to prevent dka or a very high bg, you must be prepared to inject insulin if delivery is interrupted for any reason." It is common practice for insulin users to check blood glucose values frequently to prevent levels from becoming severe enough to cause serious complications. A supplemental report shall be filed upon completion of the device investigation.